Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual examination of the returned device identified no kinks or damage along the shaft. There were no tears or holes visible in the balloon material. The balloon was partially inflated with liquid. An examination of the lapweld fingers (the site where liquid enters the balloon during inflation) identified a section of mandrel used in the manufacture of the device exiting the lapweld, inside the balloon. This mandrel is used during the manufacture of the device in order to maintain the integrity of the lumen. However, the mandrel is intended to be fully removed during the manufacturing process. As part of the device analysis, the device was attached to an encore inflation unit. Attempts to inflate and deflate the balloon failed. Using a blade, the balloon and shaft were dissected and the mandrel was removed. The mandrel measured 10.8 inches in length. A break had occurred in the mandrel which resulted in the main segment of the mandrel remaining inside the inflation lumen of the device. It is most likely that the mandrel, which is intended to be fully removed from the device during manufacture, resulted in the incident. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
Reportable based on device analysis completed on 08-aug-2016. It was reported that balloon inflation was not successful. The target lesion was located in the femoral artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation however the balloon did not dilate. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed that the balloon was partially inflated. Balloon inflation and deflation was not possible due to a manufacturing mandrel present within the inflation lumen of the device.